Manufacturer narrative:
(B)(6).

Event description:
It was reported that the safety device of a jelco® hypodermic needle-pro® edge¿ broke, and the clinician received a dirty needle stick. The device had been used for subcutaneous infusion of heparin. After the clinician engaged the safety device, the safety device broke, and the top of the needle came off of the syringe. The clinician was stuck by the needle on the left index finger as this occurred. Facility needle stick employee health protocol was followed. No permanent injury was reported.